Manufacturer narrative:
The pericalm tracings software receives and displays the signal as processed by the fetal monitor. In the case of twins, separate probes connected to separate receptacles in the device. To distinguish the two fetal heart rates (fhr) on the computer screen, tracings identifies the probes and displays the signal from probe 1 as a fine green line and the signal from probe 2 as a bold orange line. If the user switches the receptacles into which the probes are attached, the color of the tracings will switch as well. This case was brought to perigen's attention when the customer had a question about a possible fhr tracing "cross-over" at around 16:00 hours on (B)(6) 2010. The case was being reviewed by the hospital because of a sudden unexpected fetal demise that occurred approximately an hour and a half later. For the case in which the fetal demise occurred, perigen reviewed the tracing in detail, including system logs of alerts. Particular attention was given to the last 24 hours before delivery with respect to: user switching of probes in the monitor receptacles for fhr 1 and fhr 2 and the effect of this on the tracing displays or printouts. Reported "cross-over" of the tracings at 16:00h. Possible explanation of fetal death. Any evidence of a software related problem.

Event description:
Caller was reviewing a twin tracing and noted that "the green tracing become orange and the orange tracing become green". This was noticed on the tracing of pt (B)(6) on (B)(6) 2010 at 1600. The tracing was being reviewed due to a fetal demise of one of the babies approximately an hour and a half later. The reporter wanted our explanation of her observation.